Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead, (B)(6) 2002. A 4568 implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported by the patient that while at a casino the patients left arm began to hurt badly and their blood pressure dropped badly to the point of unconsciousness. Also, while the patient was in the care of the emergency medical technician (emt), the emt indicated to the other emt that the patient's device was not working properly. The device is still in use. No further patient complications have been reported as a result of this event.